Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 21.9 mmol/l and 8.9 mmol/l on the compact plus system. No adverse event associated with the malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in the (B) (6). (B) (4).

Event description:
It was reported that while inserting a 12mm plate, a ring unseated from the plate. Plate was removed and replaced. Patient outcome: no adverse effect reported as a result of this event.